Event description:
A doctor reported a connection issue with the uv flash transfer set found during use. The doctor stated that the titanium adapter separated from the patient connector during patient use which had been in use for past 30 days. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed and the root cause could not be determined. One used set was received for evaluation with no cap on spike and no cap on patient connector. Functionally, the set was hand tightened with a lab (B)(4) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.